Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were having a hard time connecting again and seeing the 1707 code. The agent had the caller place the round bulbous part of the recharger lined up with the bottom of the implant and the caller confirmed it connected with excellent connection. On the call, the ins charge increased from 50% to 60%. The patient was directed monitor charging, consider trying the recharging belt (they are currently out of town but will try it when they get home) and follow up with their doctor if the issue didn't resolve.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they recharger charged the stimulator for a little while yesterday and then stopped before it was done charging. Yesterday and the day before, the recharger got real warm, and the on/off button turned red. Suggested giving the recharger a break, using thin clothing, or making sure airflow can get to the recharger. This morning when the patient tried to charge, they got error code 1707. Confirmed they are not near emi. Had the patient reposition the recharger and hold it for 30 seconds before moving it again. The patient said they can palpate and feel the stimulator. They usually can feel a little bump. Sometimes the bump is more prominent than other times. The patient thinks the device may shift or move. Suggested talking to the hcp. The patient has a doctor appointment on (B)(6) 2025. The patient was able to connect and get 40% and an excellent connection. By the time we hung up, she was to 60%. The patient said this is the longest it has gone in the last three days without losing connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.